Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -14.5/+3.0/093 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was removed because the doctor had ordered the wrong refraction for the lens. On (B)(6) 2017 the lens was exchanged for the same size, different diopter lens. The problem was resolved. As of the date of MDR submission the lens has not been returned for evaluation.

Manufacturer narrative:
Lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).